Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that on the second day of patients trial, the patient was experiencing severe pain and discomfort. The physician believed that the device or procedure may have had contributed the patients complication and removed the leads before the trial ended. The removed leads will not be returned as they were discarded.